Manufacturer narrative:
The customer reported that the screen at the central nurses station (cns) is all black. The nurse stated that they lost network connection for the entire hospital which resulted in the black screen. Power cycling the cns and connecting the monitor directly to the unit with the remote setup did not resolve the issue. The biomedical engineer discovered a bad power cable. Replacing the cable resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the screen at the central nurses station (cns) is all black.